Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration and the display screen and force sensor flex pins were found to be partially dislodged from the printed circuit board (pcb). There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple loss of prime with zero force. The rewind, prime and load steps were performed on the pump with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. During evaluation, the force sensor was found to be out of calibration and the pump display screen and force sensor flex pins were found to be partially dislodged from the printed circuit board (pcb). Unrelated to the complaint, the battery compartment was found to be cracked, which has no affect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.